Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported "upstream occlusion" which were verified through a review of the event history log by the presence of "upstream occlusion!" But were not determined if the alarms were true or false. The evaluation was unable to reproduced the reported symptom and found the cause to be a ultrasonic sensor values out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced upstream occlusion indicating the alarm occurred in error, falsely, and/or when it should not have in biomed service. There was no patient involvement. No additional information is available.